Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was experiencing the symptoms of throwing up. Customer was admitted to hospital and treated with IV drips and insulin. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer will call back to run high pressure test with tube clamps.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.